Event description:
It was reported that during a ptca/stenting treatment procedure involving a calcified and 90% stenotic lesion in the distal portion of the left circumflex coronary artery, the maverick otw balloon was suspected to have ruptured at 12 atm's on the third inflation. (The number of atm's reached during the first and second inflations is unk). The maverick otw catheter was removed and replaced with another catheter to complete the procedure. An s670 stent was placed in the distal left circumflex coronary artery as was previously planned. The procedure was successfully completed. Pt status is reported as "good".